Event description:
A male patient underwent a routine dental cleaning during which the crown and associated implant components at tooth #18 were stable, and no loosening was noted. Several days later after the procedure the patient returned with the crown separated from the implant. Clinical assessment indicated that the abutment screw had fractured into two pieces, with the apical portion remaining embedded in the implant. The patient was referred to an oral surgeon for removal of the retained screw fragment using specialized instrumentation. No injury to the patient was reported.